Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the event of peritonitis and pd therapy on the liberty select cycler with cycler set. However, there is no documentation to show a causal relationship between the event and the liberty select cycler or cycler set. Additionally, there is no reported malfunction or cassette leak reported for this event. Fungal peritonitis is a critical complication of pd therapy most often resulting in pd catheter removal and permanent transition to hd therapy. (Auricchio, et al., 2018) based on the available information a cause of the peritonitis cannot be concluded. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow up for a separate event it was reported a patient had an infection in the peritoneal cavity. The patient had reported this to the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patients pdrn confirmed the patient had peritonitis. The patient¿s pd effluent was cultured (unknown date) resulting positive for yeast. As a result, the patient was hospitalized (B)(6) 2018 and required pd catheter (not a fresenius product) removal and transition to hemodialysis (hd). The patient is being treated with intravenous (IV) anti-fungal medication (type, dose, strength, frequency and duration unknown). The patient remains hospitalized as of this report. Other treatment is unknown. The cause of the peritonitis is not known.